Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 40-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that there were reduced pedal pulses in both lower limbs while the partial thromboplastin time was being adjusted as needed. Inotropes/pressors were continued to be reduced which caused the pedal pulses to reduce in the bilateral lower extremities. The next morning absent pedal pulses in the bilateral lower extremities were warmer to the touch and the left and right ventricular assist devices were placed. The device was successfully removed.

Manufacturer narrative:
The investigation for the reported limb ischemia issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.